Event description:
It was reported that during a case the analyzer was giving false numbers. The analyzer and programmer were returned for service. Follow-up was conducted in order to determine patient impact but no additional information was able to be obtained.

Event description:
It was reported that during a case the analyzer was giving false numbers. The analyzer and programmer were returned for service. Follow-up was conducted in order to determine patient impact but no additional information was able to be obtained.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Analyzer passed all functional and system tests. (B)(4) system errors found on the programmer error log. Hard drive found out of specification. Microphone found out of electrical specification. Stylus was missing.